Manufacturer narrative:
The event of "fluid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿problems with pain and little fluid¿ and ¿more¿ anxiety having the implant ¿knowing the risks¿. Patient wants the implant ¿out due to the health risks¿. The patient is upset for having to go through another breast surgery and worried about the implant.

Event description:
Patient reported right side ¿problems with pain and little fluid¿ and ¿more¿ anxiety having the implant ¿knowing the risks¿. Patient wants the implant ¿out due to the health risks¿. The patient is upset for having to go through another breast surgery and worried about the implant. Device remains implanted.

Event description:
Patient reported "I have allergan textured implants in [year] so had them [number] years recently had problems with pain and little fluid and I suffer with anxiety". Implanting surgeon reported "[they] were seen by me only once 6 months ago and all was settled and [they] confirmed to me that all the test done in the nhs showed no alcl and no ruptured implants", "prior to it during the pandemic in [month and date] [they] were treated in the nhs for uss and all the test to exclude bia-alcl.". Right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional reported a baker grade "2."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late and capsular contracture, baker grade unknown.

Event description:
Additionally, patient reported capsular contracture, baker grade unknown. Device has been explanted.